Event description:
The customer reported that occasionally the mrx defibrillator does not turn on and x appears in error.

Manufacturer narrative:
(B)(4): the customer reported that occasionally the mrx defibrillator does not turn on and x appears in error. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.